Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager failed due to component. Field service engineer cleaned the micro switches and reseated the wiring harness to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. The customer reported that users were unable to remove medications. However, there was no interruption in patient care, as the user successfully acquired the medications from an alternative source. There were no adverse events or injuries reported based on this event.